Manufacturer narrative:
The device is expected to return for investigation. It has not been received.

Event description:
The event involved a plumset that the customer reported had leakage on the connecting side of the filter and the tube during priming of taxol. There was no obvious defects noted on the tubing. The tubing was replaced and therapy resumed. There was no adverse event reported.

Manufacturer narrative:
One used list number 118790412 - lifeshield latex-free h-p filter prim. I.v. Plumset, conv. Pin 104 inch w/prep inj site & ol, lot# 918695h was received for evaluation on 2/15/2019. The reported filter leak was confirmed by investigation. As received, the vent of the filter appeared wetted with infusate. The pressure applied and duration of use were not provided by the customer. A leak was observed from the outlet vent of the set. The leak appeared to seep through the vent material at numerous locations. The probable cause of the observed leak is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interactions. The exact cause has not been determined at this time. A batch record review was performed to lot# 918695h, list# 118790412 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. Manufacturing quality (mq) performed visual and physical evaluation to 315 and 315 final sets, respectively with zero defects found. As a result no discrepancies that may have contributed to a complaint of this nature were found.